Event description:
It was reported the programmer has a cracked display. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the broken display overlay. It was also noted that the keyboard and keyboard cover were missing and the left keyboard hinge was broken.